Event description:
It was reported that the ilet displayed alert 41 while the user attempted a supplies change and was unable to complete a rewind despite multiple restarts, consistent with an insulin delivery mechanism rewind error. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the device and user education on return, delivery timeline, and that data would not transfer to the replacement. Investigation included technical troubleshooting by customer support and review of device performance based on user report. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.